Event description:
The customer reported to olympus that the scope was plugged while using the evis exera iii colonovideoscope. The issue occurred during reprocessing, and there was no procedural or patient impact associated with the event.

Manufacturer narrative:
The device was returned and evaluated; there was found to be foreign material clogging and exiting the air/water nozzle. The device also passed the leak check (dunk test). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer did not know the details about the foreign material, what it was, when it was attached, if it was used prior with the material attached. The full inspection was unable to be performed due to the plugged device, so it was sent back to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that unfinished reprocessing may have caused the events. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use: "IFU: operation manual chapter 3 preparation and inspection states detection method. IFU: reprocessing manual chapter 5 reprocessing the endoscope tates preventive measures." Olympus will continue to monitor field performance for this device.